Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with a faulty power supply unit; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available. Faulty power supply unit. No mains connected icon when plugged int. Patient involvement - unknown,. There was not any patient injury or medical intervention reported during initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty power supply unit (no "main connected icon" when plugged in) was confirmed by service. This condition was caused by a power supply printed circuit board (pcb) on channel a. The faulty power supply was replaced to fix the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.